Event description:
Sarns 9000 air detector alarm and shut off was not properly connected to the perfusion system. When air was pumped into the arterial circuit, the alarm/shut off did not function. Pt suffered air embolism, coma, followed by death 2/5/99.